Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/pt's daughter contacted lifescan in 2007 and alleged the pt's one touch ultra meter was powering off during use. The medical affairs specialist (mas) called and spoke with the pt on four days later, and obtained further info. The daughter had reported that the alleged issue first occurred a couple of months ago (specific date/time not provided). The pt informed the mas that she had to attempt to test several times due to the issue before she would get a result sometimes. She mentioned that she started experiencing the symptoms of being weak, dizzy, sweaty, and blurred vision (usually low symptoms for her) at about 3:00 am on one day prior to original date. She had not been able to test due to the issue the day before even after several attempts. At the time she experienced the symptoms, she did not attempt to test. She drank orange juice and felt better. The pt stated that takes a set amount of humulin 70/30 insulin (34 units in am and 20 units in pm). At the time of troubleshooting, it was verified that this was not a new product and that there was no meter trauma. The reporter was educated on automatic shutoff and the meter did power off before the time was up. However, it was discovered that the pt had not replaced the battery per the owner's manual (use error) and she did not have a new battery at the time of the call. This complaint is being reported because the pt alleged she was not able to test on the meter due to the issue and experienced symptoms of hypoglycemia, which she treated with juice. The alleged issue was resolved with troubleshooting (use error involved - battery was not replaced per manual). Replacement products were sent to the lay user/pt.